Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was displaying out of service. A technical support specialist changed the device settings from out of service to in service to resolve this issue. The system functioned as intended after technical support specialist troubleshoot the device.

Event description:
It was reported by the customer that a pyxis medstation es system displays error message was out of service. The customer stated that they unable to issue a some lidocaine for a procedures and there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.